Manufacturer narrative:
Unit passed displacement test. Hardware low level failure alarmed during self test and confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on u1 keypad assembly.

Event description:
Customer's father reported via phone call that insulin pump had hardware low level failure and also states alarm was occurred during self test. Customer states pump error alarm showed twice in a span of 1 month. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. The customer¿s blood glucose level was 125 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.